Manufacturer narrative:
We have contacted the initial rptr to request add'l info and to request the device, therefore, an eval cannot be completed. This MDR includes all pt, event and device info davol has rec'd and reviewed to date. The info provided indicates that the pt developed an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." As the mesh was implanted, a year or more before the infection developed/was diagnosed, the mesh most likely did not cause the infection. There was no product specific failure mode alleged and no product has been returned for eval, therefore, a definitive conclusion cannot be drawn at this time.

Event description:
On (B)(6) 2005 - bard kugel patch was implanted to repair a hernia. On ni/ni/ni - the pt presented with fistula and infection. On (B)(6) 2006 - the patch was explanted. On (B)(6) 2006 - bard composix kugel hernia patch (reference medwatch 1213642-2010-00530) was implanted at which point the pt states he is experiencing adhesions of the small intestine.